Event description:
Physician is alleging that 7 patients developed chondrolysis approximately 6 months following shoulder surgery resulting in shoulder replacement surgery or micro fracture surgery. Following the initial surgery patients wore a painpump and were infused with bupivicaine and epinephrine.